Manufacturer narrative:
Product event summary- analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: c4tr01 implantable pulse generator 2012 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a high threshold and the bipolar impedance had risen to 1100 ohms. It was also reported that the device¿s fluid monitoring status was interrupted. The rv lead was reprogrammed to unipolar pacing and is still in use. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.